Event description:
As reported to coloplast though not verified, patient was implanted with restorelle mesh. Later the patient experienced mesh erosion, poking, tightness, vaginal discharge, urinary tract infection, urine incontinence, nocturia, incomplete bladder emptying, burning, pressure, granulation tissue and vaginal adhesion band. Removal of the granulation tissue, vaginal adhesion band and mesh were performed. Subsequent treatment and/or therapies were also reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.